Event description:
Information was received from a consumer and from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient's pump had an active critical alarm. The patient's pump was confirmed to be alarming or beeping. The alarm was confirmed as a critical alarm. The consumer inquired how long it would take for the pump to run dry when the critical alarm is sounding. Additional information was received on (B)(6) 2017 from the patient's healthcare provider. It was reported that the patient experienced anxiety due to the alarm going off. According to the hcp, the patient went past their due date for a refill, resulting in the alarm. The patient was called in to fill the pump the next day. The pump alarm was considered resolved. No further complications were reported.